Event description:
It was reported that post a percutaneous coronary stenting treatment procedure, acute stent thrombosis occurred. The lesion was located in the occluded right coronary artery (rca). A guide wire was advanced and the vessel was reperfused immediately. A promus premier 24x3.00mm was placed and the patient's st elevation was resolved. The angiography looked great and the patient was stable and sent back to the ward. Around an hour later the patient experienced chest pain and st elevations. The patient was bought back to the lab for an angiography and the rca was "blocked off" again, an extraction catheter was used to remove the clot. After optical coherent tomography a small inflow dissection was seen. The stent struts were reported well apposed. A second promus premier 3.5x12mm stent was implanted. There were no further patient complications and the patient status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).